Manufacturer narrative:
If additional information is provided which changes the outcome of the investigation a follow-up report will be filed.

Event description:
In core fractured medial cuneiform, revised with stratum rs.